Event description:
Nellcor puritan bennett received a call from rep of user facility on 8/9/1999. User facility called to report the following problem: no audible alarm. Customers states they hear a small "chirp".